Event description:
It was reported the filter legs stuck on the end of the sheath during deployment. The filter could not be released. The doctor had to go in through the jugular and remove the filter. Another feroral filter was successfully deployed.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. The returned sample was evaluated. As received, there was one delivery system with the introducer sheath connected to the storage tube, one dilator and one deployed filter. The filter's legs and arms were intact. Upon inspection, it appeared that the pusher wire had been pushed through the sheath with the spline located at the distal tip. The distal tip appeared to be distorted, but this may have been due to the location of the pusher wire. The pusher wire did not appear to be bent, with the exception of the distal end, which may have been due to the location of it, relative to the introducer. The hub of the introducer was cracked. The hub was measured and was within specification. Upon inspection of the inside of the sheath, there appeared to be scratch marks near the distal marker band. The scratches were straight, but near the marker band, the scratch pattern was wavy, indicating some twisting occurred. The result of the investigation is confirmed, user-related. The information for use for this device states: do not deliver the filter by pushing it beyond the end of the introducer catheter. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer catheter. Do not twist the pusher wire handle at any time during this procedure. Warnings: delivery of the g2 filter through the introducer catheter is advance only. Retraction of the pusher wire during delivery could result in dislodgment of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer catheter.